Manufacturer narrative:
A review of the information received revealed the device (model 2314 duet serial number (B)(4)) involved in this incident failed to function due to an uncharged battery. The operating instructions and maintenance manual provided with this model (2314) requires periodic inspection to ensure sufficient battery capacity and also indicates the device must be connected to a charging source at all times when the unit is not in use. The operations and maintenance manual provided with the model 2314 also informs the user that the device can be operated from ac power as well as dc power. Brooke army medical center elected to perform a functional test of the device involved in the incident. (B)(6) indicated he would plug the device into ac power in order to charge the battery and run a performance test after the battery was fully charged. After the battery was fully charged, (B)(6) ran a battery performance test on (B)(4) 2015. A device with a fully charged battery at full capacity will run 45 minutes +/-10%. (B)(6) reported after the battery had been fully charged the device involved in the incident ran for 42 minutes, indicating the battery on the device could be charged to its full capacity. He repeated this performance test the following day and got the same results. Based on the performance test results from (B)(6) it was determined the device met sscor specifications. The device was not returned to sscor. We also reviewed the device history record for this device, serial number ((B)(4)) and found no abnormality. Based on the information provided, we conclude the instructions in the operating instructions and maintenance manual were not fully followed by the user; this fact was also reported by the initial reporter. The lack of battery maintenance caused the device to not function as expected.

Event description:
On (B)(6) 2015 (B)(6), a biomedical technician at (B)(6) medical center, reported that a sscor model 2314 duet suction device (serial number (B)(4)) failed to turn on while attending to a code. Medical practitioners attempted to use the duet but it would not turn on and the battery indicator light turned red immediately after the power button was pressed, indicating a depleted battery. The device has the capability of running from ac or dc power. They did not attempt to plug the duet into ac power and instead used the wall suction. (B)(6)does not believe the staff kept the device on charge prior to the incident.